Event description:
It was reported that after insertion of the intraocular lens the posterior capsule broke. The lens was subsequently removed and a vitrectomy was performed. The surgeon then replaced the lens with the same model iol. According to the surgeon, the patient's current prognosis is good. Please reference MDR number 1119279-2013-00175 for the delivery device used in this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.